Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000. Please reference MFR report numbers: 1221359-2022-05150.

Event description:
The customer reported two (2) false positive patient result with the ID now covid-19 assay. This MFR report addresses patient result two (2) of two (2). The customer reported a false positive patient result with the ID now covid-19 assay performed on a different day (date unknown) that generated a positive result. Pcr confirmation testing was performed on a different day (date unknown) using an unknown sample that generated a negative result (CT values not provided) . The customer confirmed there was no patient death or serious injury due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.